Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were out of specification on the low end, the reciprocating arm was worn, the control bar was out of position, and the device was out of calibration. The motor, sleeve, and reciprocating arm were replaced, the control bar was adjusted, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during an unknown time the device was emitting a loud noise when in use. It is unknown if there was patient impact or delay. During product evaluation, it was discovered that the motor speeds were out of specification on the low end. Due diligence is complete and there is no additional information available.